Event description:
During an incident in 2002 involving a male patient in witnessed cardiac arrest with CPR started immediately, this defibrillator did not shock what several paramedics who reviewed the subsequent strip felt was vfib and shockable. The defibrillator did begin to charge at one point but aborted the shock. Als arrived and shocked the patient but the reporter does not know for sure if they shocked manually or not. The patient was pronounced at the ER. The mcm had been previously cleared and only the qr printer strip is available for evaluation. Later, the medical director stated he concluded the patient's rhythm was not shockable.